Event description:
Ice pack applied to ankle sprain. Contents burst and sprayed into pt's eye causing excessive burning (ph changed to 9.0) and a decrease in visual acuity. Ice pack contains ammonia nitrate.